Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) device was electively replaced. Guidant received additional information that the patient was scheduled for open heart surgery and upon interrogation, the device was found in the 'disabled' mode.